Manufacturer narrative:
(B) (4).

Event description:
The pt was admitted to the ER following an episode of anaphylactic shock. Specifically, she was leaning against her washing machine and reported that her lips swelled and her entire body began to itch. The locations of her symptoms were at the neurostimulator and lead. She was at home and was re-directed to her physician. Further info was requested from the healthcare professional.